Manufacturer narrative:
Additional info will be provided once the investigation is completed.

Event description:
It was reported that the unit shuts down and goes to standby. It was further reported that the bulb was working.